Event description:
It was reported that atrial and ventricular lead warnings were triggered. It was noted that the patient did have a computerized tom ography (CT) scan on the date of the lead warning. The atrial lead exhibited high impedance values. The right ventricular (rv) lead exhibited high impedance and noise. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. A ventricular lead warning with polarity switch occurred on (B)(6) 2013. Auto lead diagnostics show open circuit pace/ high impedance counts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5076-52 lead implanted: 2012-(B)(6). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.